Manufacturer narrative:
Fields d10 and h3 were updated. Test strips from lot 322643-14 were returned for investigation and showed no defect. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the sta neoplastin ci plus method. The meter result was 4.4 inr and the laboratory result was 3.13 inr. The customer's therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 304975-12) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.